Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Physician reported rupture. The device has been explanted. Subsequently, physician reported "capsular contracture, baker grade IV. Ultrasound and MRI has been performed. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in posterior side assessed as an unidentified (tear) (shell thickness within specification). Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Physician reported rupture. The device has been explanted. Subsequently, physician reported "capsular contracture - baker grade IV. Ultrasound and MRI has been performed. This relates to the right side.